Manufacturer narrative:
B4: (B)(6) 2021. The customer evaluated the device with assistance from a philips remote service engineer (rse). The rse offered multiple suggestions to resolve the reported issue. The customer stated that devices were used without backup batteries. Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. It is unknown if any parts or repairs have been conducted. If additional information is later obtained, the complaint will be reopened.

Manufacturer narrative:
The device was not being used on a patient at the time of the event. There was no patient or user harm reported.

Event description:
It was reported to philips that the device had a battery failed error message. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.